Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 2ml ls dn emerald experienced a clogged needle. The following information was provided by the initial reporter: it found that the needle was clogged when it was doing nebulization and aspirating.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 30773019 and lot number 1906139. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team; however, the retained samples did not show any sign of defect. Based on the investigation results, an exact cause related to the needle manufacturing process could not be determined for the reported incident.

Event description:
It was reported that the bd syringe 2ml ls dn emerald experienced a clogged needle. The following information was provided by the initial reporter: it found that the needle was clogged when it was doing nebulization and aspirating.